Event description:
It was reported that insulin dosing on the ilet stopped due to a pairing failure between the ilet and a dexcom g7 cgm while the cgm was concurrently connected to a receiver, and the user was instructed to disrupt the receiver connection and re-pair the cgm; a glucose value of 226 mg/dl was observed. Symptoms included hyperglycemia. Outcomes included a missed insulin dose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure associated with the device¿s wireless interface, including the antenna and related electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.